Manufacturer narrative:
We received one 141hf7 catheter with no syringe for examination. The reported event of balloon issue was confirmed. The balloon was found to be ruptured at the center area of the latex around circumference and inverted to distal side. After pulling the balloon back to the proximal side, the ruptured edges did not appear to match up and there was a gap of missing latex. Per edwards IFU, "to avoid damage to the pulmonary artery and possible balloon rupture, do not inflate above the recommended volume". All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Lot number was not provided; therefore, review of the manufacturing records could not be completed.

Event description:
It was reported that the balloon ruptured during use. There was no patient injury and no missing latex.